Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: canada.

Event description:
It was reported that during an unknown time, the dermatome and hose were leaking. There is no patient impact or delay reported. Due diligence is complete and no additional information is available at the moment. It was determined that at evaluation the hose could have contributed to the event. There was no adverse event associated with this malfunction.